Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast augmentation with a 325cc mentor memorygel breast implant on both sides and was presented with bilateral breast implant rupture confirmed via MRI on (B)(6) 2019, and then by the physician upon consultation on (B)(6) 2019. As a result, the devices will be explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.

Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. The explantation date has been updated to (B)(6) 2019 . Additionally, mentor received a photograph of the complaint device. Upon visual inspection of the picture, it was observed that the implant was ruptured. No other anomalies were observed. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).